Event description:
The plaintiff's attorney alleged that the patient experienced cardiac injuries and/or related symptoms caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event, which is one of two events for the same patient.